Manufacturer narrative:
Initial reporter email updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a software analysis was completed. It was determined that the behavior described is the intended behavior of the software. The software was functioning as designed. This was not a software issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be performing as intended. No parts were replaced on the system. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial surgery. The reported issue occurred pre-operatively during the setup equipment task. It was reported that the camera had all leds off and did not boot. The site rebooted the system several times without success. It was stated that the site has two navigation systems, and they completed the procedure by using the second system. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome. Troubleshooting was attempted by a medtronic representative but the issue was unable to be replicated. The system was found to be operational.